Manufacturer narrative:
The reported power button failure is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, h306785837edf review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information that a trilogy evo device had a power button failure. There is no allegation of serious or permanent harm or injury. The device was returned to the service center. During the evaluation, the complaint was confirmed. The service technician observed that the device was on and operated as soon as the ac power was plugged in. It did not turn off when the power button was pressed. To resolve the issue, the printed circuit assembly (pca) and front panel were replaced. Additionally, the unit passed the final testing.